Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The customer used the unit on another bipap (the one they had been struggling with) went through with no issue. The customer stated that the issue was with their operating system and not the unit. The customer was able to successfully get the unit to communicate with the virtual printer.

Event description:
The customer contacted customer support (cs) stating that unit would not communicate with the virtual printer. The customer reported there was no patient involvement.